Event description:
Elderly male in ed (emergency department) with sudden onset of confusion and visual impairment. Procedure: IV infusion- IV adapter stuck in the hub of saf-t holder device. The adapter broke while trying to remove the loop. Another adapter and loop used without difficulty. No known harm to patient, delay in care.